Event description:
Reporter alleged, the customer obtained discrepant back to back blood glucose results of 104 mg/dl, 247 mg/dl, 356 mg/dl, and 237 mg/dl, when all tests were performed within 10 mins on the advantage system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated, that the customer took his normal insulin medication of 10 units of novolog and 44 units of levemir after the last reading was obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.